Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start up. The rse checked the technical room computer status and determined that the host-pc was delayed upon startup. To resolve the issue, rse recommended the customer to manually shut down and restart the host computer. After manual shutdown and restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.